Manufacturer narrative:
Philips received a complaint on the v60 ventilator indicating that there was an issue with the screen that was preventing the adjustment of the device parameters. In a good faith effort (gfe) response from the authorized service provider (asp), it was stated that the device diagnostic report (drpt) was not available. The asp was able to confirm that clarify that the device issue being experienced by the customer was with the touchscreen, which was not working at all. The asp was also able to clarify that the device was no in use on a patient when the issue was first observed. The asp was able to provide that the hospital found a third part service to replace the touchscreen to resolve the issue. The device was confirmed to be fully functional and was returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was an issue with the screen that was preventing the adjustment of the device parameters. It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported. This investigation is ongoing.